Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an insulin flow blocked alarm event on (B)(6) 2026 due to an occlusion, during which insulin did not exit the tubing when the plunger was manually pushed. The blockage was located in the tubing. No further information available.